Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented in outpatient clinic due to inappropriate hv therapy. On interrogation it was noted that there were multiple vf episodes. Stored iegms showed noise. Lead noise could not be recreated. All lead parameters were normal during follow up. Lead was capped.